Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 261 mg/dl to a few readings of "high" on continuous glucose monitor with moderate ketone levels. Correction boluses via the pump were delivered and manual insulin injections were used to address elevated bg. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed.